Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by malaise and abdominal discomfort. The cause of the event was not reported. It was reported that the patient was attended to in the emergency room due to malaise. Two days after the event onset, the patient was treated with a loading dose of vancomycin (2g, intraperitoneal), ceftazidime (1g, intraperitoneal) and sodium heparin 1% (1ml, intraperitoneal) for peritonitis. At the time of this report, the patient was recovered. Pd therapy was ongoing. No additional information is available.